Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an incorrect heparin rate entry on pump was not determined. The reported issue that there was an incorrect heparin rate entry on pump could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that the rn changes the heparin rate and not the dose. The customer was inquiring if there is a way to block out or rearrange the layout in the device screens. It is unknown if there was patient involvement.